Manufacturer narrative:
The serial number of the ventilator was not provided therefore the device manufacture date is unknown.

Event description:
It was reported that, the battery in a 980 ventilator was not charging. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and verified the reported issue. The se replaced the battery. The se performed extended self-testing on the device and all tests passed.